Event description:
Illegal nanotechnology research. I have neurolink and nana technology in my brain and possibly on the surface of my skull. I was used for research at the age of around 9. I have had serious negative side effects. Blacking out, serious head pain, head pressure, forgetfulness for the last two years. I do not know the names of the people who put it in but they have been in and out of my life since I was a child. I have been given a tablet to monitor myself at multiple points in my life but would black out and lose it. I have not had it for years and now I have serious issues. I do not believe it was legal research because I do know who has been doing it. I am forgetting, feeling head pressure and feel like something is turning on and off. My name is (B)(6). I am currently at the (B)(6) hospital in (B)(6). Duration: 19 years. Reason for use: brain issues. The problem did not stop after stopped using the product. FDA safety report ID# (B)(4).